Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-84034.

Event description:
It was reported that the insulin pump alarmed failed battery test during an insulin delivery attempt. The blood glucose reading was 132 mg/dl. The customer stated that neither the battery compartment nor spring were damaged or corroded. The insulin pump alarmed failed battery test with a battery replacement. Advised replacement of the insulin pump. Nothing further reported.